Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported return of a defective rad5 : missing light on led. No patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was able to power on using battery power. When powered on, the bpm middle segment across all three digits does not illuminate. The device was able to obtain readings and alarmed visually under alarm conditions. No audible tones emitted from the device. Internal inspection showed foreign contamination on the system board resulting in some led segments not illuminating on the system board. The speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event, corrected data: